Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: nails: rafn (part number unknown, lot unknown, quantity 1), nail insertion handles (part number unknown, lot unknown, quantity 1), insertion instruments: connecting/coupling screw: trauma (part number unknown, lot unknown, quantity 1), expert end cap ø12 cann extens. 10 f/lfn (part number 04.003.002, lot 4l91497, quantity 1), expert end cap ø12 cann extens. 15 f/lfn (part number 04.003.003, lot 22p9591, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 04.003.001, lot: 5l48559, manufacturing site: mezzovico, release to warehouse date: july 25, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the video (s). The video was reviewed, and the complaint condition could not be confirmed since the device could not be tested functionally.the video did not provide sufficient information to determine if there were issue (s) related to the device (s). Since the device (s) was (were) not returned, a dimensional inspection and a functional test were not able to be performed. Document/specification review current and manufactured to drawings was reviewed and no design issues or discrepancies were identified. Moreover a device history record review was conducted and there was no non-conformance associated with the subject device. Conclusion the subject complaint could not be confirmed. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the video) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hwc. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on unknown date that the patient was underwent for femoral diaphysis fracture surgery on (B)(6) 2020. During the surgery, the closing plug #10 was unable to enter completely. It was attempted with # 15 that if it closed but it was too long then it was not indicated. Also, used #5 plug but failed to shut properly and almost impossible to remove it. The surgery was delayed one (1) hour. The patient outcome was unknown. This complaint involves six (6) devices. This is report 1 of 6 for (B)(4).